Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the stent was returned in the box separate from the device. The device was returned with the balloon unfolded with traces of radio opaque solution into the inflation line. Using a manometric syringe connected to the inflation line the device was tested and no leakage was found (inflation/deflation performed). The stent was measured but it was 95% expanded, only the length was measured. No abnormalities detected on the device returned

Event description:
The patient got subclavian stent implantation surgery using scuba stenting device due to arteriosclerosis. When the stent was delivered to the lesions, physician inflated the balloon, the balloon was not inflated and stent was not deployed. After retrieving the device from patient's body and then inflated the balloon, the stent did not be deployed either. The physician replaced with a new one to complete the surgery. The physician suspected the balloon and stent cannot be normally inflated. Now the patient is well. ¿please note that this device (scuba co-cr) is not marketed in the united states; however, it is similar to the united states marketed device (scuba biliary). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.